Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported their initial implant was done on the left side and within 2-3 months they started having problems with pain and it was determined their was infection at the ins site and patient had to have it removed. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. Additional information was received indicating that the patient reported they were barely able to have the interstim on for the past few years because it would hurt when patient urinated because the stimulation was too high in their pelvic floor. Patient could not tolerate amplitude past about 3.0. The patient's relevant medical history included the patient reported they have problems with an electrical feeling in the left hand that spirals up the arm.  Patient inquired as to if this the sensations in the hand/arm could be related to interstim recall. Reviewed there are no interstim recalls or expected adverse events that would cause overstimulation to the arm. Patient is planning on having interstim system removed. No further complications were reported at this time.